Manufacturer narrative:
According to the practitioner two implants doesn't take and failed to integrate. These two implants have been placed in 14 and 15 position on (B)(6) 2017. Two months later after the implantation, the practitioner has found that these two implants failed to integrate.

Event description:
Two implants fails to osseointegrate.